Manufacturer narrative:
Films review summary: the exact cause of the proximal type I endoleak could not be determined from these limited films. The pre-implant anatomy is unknown, and films during implant were not available for review. Two short (10 sec) videos of an angiogram post-implant revealed that the endurant bifurcate was positioned ~5mm below the lowest left renal artery. The bifur proximal flow lumen od measured ~18mm, and the infrarenal neck was angulated ~45deg rt-lt. Angio injection showed widespread contrast along the right side of the bifurcate aortic body within the proximal sac, from a likely proximal type I endoleak. The second video revealed that multiple (~10) endoanchors had been implanted around the perimeter of the proximal bifurcate/aorta, and angiogram showed resolution of the previously seen proximal type I endoleak. The majority of the anchors were placed along the right/outer curvature of the bifurcate. It is possible that neck angulation may have contributed. The amount of angulation in the films did not seem excessive; however, the neck angulation in the a-p axis could not be assessed. In addition, potential causes related to the proximal neck including potential calcification, neck diameter/length, and amount of oversizing, also could not be determined from the video¿s provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 67mm in diameter abdominal aortic aneurysm. It was reported that during follow-up CT, the physician noticed a type 1a endoleak. The physician implanted 10 endoanchors in the proximal seal zone as treatment. An angiogram then demonstrated resolution of the type ia endoleak. The physician stated the cause of the event was patient anatomy; the proximal seal zone was tortuous. No additional clinical sequelae were reported and the patient will be monitored by their physician.